Event description:
While implanting the cage, one of the distal tangs broke off the driver. The cage was not loaded onto the driver properly. The broken tang was removed. The cage was successfully implanted, with no additional surgery time reported.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.